Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2017.

Event description:
It was reported that the patient experienced a hematoma. The device was removed from the pocket and the hematoma was evacuated. As the device was being reinserted into the pocket with an absorbable envelope, the physician noted a "sandpaper" scraping effect, which caused pocket bleeding. The bleeders were cauterized and the pocket made bigger, but the same effect occurred again. The absorbable envelope was halved and used however. The device was reimplanted and it remains in use. No further patient complications have been reported as a result of this event.